Event description:
Nine days post insertion, x-ray showed the top portion of the inserter pin had broken and fallen into the operative area. Pin location was not in the joint space or muscle. Pt was readmitted and a second operation successfully performed to remove the pin.